Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power and the hc alarmed se 2367. The hp stated the bag disconnected and was leaking. The tsr advised the hp to cycle the power again and the alarms cleared. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; it was reported that the connection to the supply bag was loose. The home patient stated the bag disconnected and was leaking. The lot number is unknown; therefore a batch review was not conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.